Event description:
During a choledocholithotomy procedure, the blade broke, but did not fall into the pt's body. Another device was used to complete the procedure. There was no adverse consequence of the pt.